Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly began in the middle ear. The recipient's infection resolved. The recipient is doing well. This is the final report.

Event description:
The recipient reportedly experienced acute mastoiditis and subperiosteal abscess. On (B)(6) 2019, the recipient was admitted into the hospital and underwent an abscess drainage. The recipient was administered an IV antibiotic and remains in the hospital.